Event description:
It was reported that there was no expiration date on the bd insulin syringe with the bd ultra-fine¿ needle packaging. The following information was provided by the initial reporter: "caller is in an internship program for school, called to inquire about expiration on syringes. Stated that he is going through old syringes and discarding the ones that have expired, no expiration date on packaging."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being manufactured in 2013, and files are retained for 7 years, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no expiration date on the bd insulin syringe with the bd ultra-fine¿ needle packaging. The following information was provided by the initial reporter: "caller is in an internship program for school, called to inquire about expiration on syringes. Stated that he is going through old syringes and discarding the ones that have expired, no expiration date on packaging."